Event description:
It was reported that this was an arteriotomy closure of the right common femoral artery using a proglide device after cerebrovascular thrombectomy procedure, using a 9fr sheath. Reportedly, the proglide device could not be removed from the patient anatomy. A cut down was performed to remove the proglide device, and the artery was sutured closed to achieve hemostasis. It was also reported that there appeared to be tissue sandwiched in the foot of the device. Additionally, the hospital stay was extended slightly until the access site healed. There was no adverse patient sequela. No additional information was provided.

Manufacturer narrative:
(B)(4). The device is expected to be returned for evaluation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
The device was returned for analysis. Device entrapment could not be confirmed as the exact conditions encountered by the device during the procedure could not be replicated in the test environment. A review of the manufacturing records revealed no manufacturing nonconformities that would have contributed to this complaint. Additionally, a review of the complaint history of the reported lot did not indicate a lot specific quality issue. It was reported that the pre-close technique was not used with a sheath greater than 8f. The electronic proglide instructions for use (IFU) states:. For sheath sizes greater than 8f, at least two devices and the pre-close technique are required. The IFU deviation would not have contributed to the reported difficulties. The investigation was unable to determine a conclusive cause for the reported difficulties; however, the treatment appears to be related to circumstances of the procedure. The patient effect of vascular injury (tissue damage) is listed in the electronic proglide IFU as a possible adverse event of use of the device. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.